Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of an f-94 alarm was confirmed in the alarm history. The cause of the reported condition was due to loss of time and date. To correct the issue the configuration settings were reset and the date and time reprogramed. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.